Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. Proceed it with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement and active current measurement test. No unexpected low battery alarms or unexpected battery power loss noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals multiple pump error 25 starting on 11/27/2024 01:00:00.000hour through 12/05/2024 17:10:00.000hours. The adapt tool also recorded multiple user time date change starting on 11/26/2024 08:23:42.000, 11/29/2024 07:52:15.000, 11/30/2024 16:15:43.000, 12/02/2024 11:53:36.000, 12/07/2024 10:18:40.000, 12/14/2024 10:25:40.000, 12/20/2024 05:43:01.000, 12/25/2024 14:00:34.000, 12/05/2024 15:43:40.000, 12/05/2024 09:16:58.000, 12/05/2024 09:17:00.000 and on 12/08/2024 11:06:56.000. No low battery alerts were recorded to perform low battery calculation report. The power management report per the power management tool/detail trace file time is from 2024-12-14 13:20:59 hour through 2024-12-17 10:49:00 hour. No available power data on the event date was recorded. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored. After redownload unit and inspect unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage they were within spec. In conclusion, customer concern of unexpected battery power loss was not confirmed during download history review or during testing. However, pump error 25 was recorded due to j6/pcb1 connector anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Power loss alarm customer reported receiving a power loss alarm. Customer was able to clear alarm. Alarm did not recure after inserting a new battery or recurring alarms were not identified in alarm history. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.